Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed insert new sensor during a sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.